Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("pretty sore"), somnolence ("was too groggy") and rash macular ("red dots all over belly"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, procedural pain and somnolence outcome was unknown. The reporter considered medical device removal, procedural pain, rash macular and somnolence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, procedural pain and somnolence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("pretty sore"), somnolence ("was too groggy") and rash macular ("red dots all over belly"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, procedural pain and somnolence outcome was unknown. The reporter considered medical device removal, procedural pain, rash macular and somnolence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, procedural pain and somnolence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. New reporter added. Added event red dots all over belly. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), procedural pain ("pretty sore") and somnolence ("was too groggy"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, procedural pain and somnolence outcome was unknown. The reporter considered medical device removal, procedural pain and somnolence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, procedural pain and somnolence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("pretty sore"), somnolence ("was too groggy") and rash macular ("red dots all over belly"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, procedural pain and somnolence outcome was unknown. The reporter considered medical device removal, procedural pain, rash macular and somnolence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, procedural pain and somnolence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. New reporter added. Added event red dots all over belly. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), procedural pain ("pretty sore") and somnolence ("was too groggy"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, procedural pain and somnolence outcome was unknown. The reporter considered medical device removal, procedural pain and somnolence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, procedural pain and somnolence. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.